Event description:
A us distributor reported that a monitor was damaged

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable to communicate with a belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the j1001 connector on the ca board. The root cause for the damaged receptacle was excessive force. There was no adverse event that resulted from the damaged monitor.